Event description:
Customer reporting that at the end of the treatment they had an external blood leak but could not tell if the dialyzer or the blood line was leaking. The connection seemed tight. The nurse thought there was approximately 500 cc of blood lost but there was no patient injury or medical intervention.